Manufacturer narrative:
Terumo cardiovascular systems has received the actual device; however, terumo is still investigating this issue and will be submitting a follow-up report when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems corporation that prior to cardiopulmonary bypass, during prime, the vacuum release valve in the venous air bubble trap's purge line did not function. This prevented the unit from evacuating air. There was no patient involvement, the product was changed out, and the surgery was completed successfully.